Event description:
It was reported that the patient developed an infection at the Pod¿s insertion site on their arm while wearing the device longer than 48 hours. The Patient had to go to the Emergency Room (ER) on (b)(6) 2026 to treat the infection. Symptoms include irritation, and pain. The patient was diagnosed with a dermatitis infection. The patient was treated with antibiotics (amoxicillin). The patient was discharged the same day.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.